Event description:
Nondelivery. The pump was programmed to deliver an unspecified medication in the pain management mode, epidural route, continuous+bolus delivery in ml, with a 6ml continuous rate, a 3ml patient bolus, a 20 minute patient lockout, a limit of 3 boluses allowed per hour, and a 100ml container size. After an unspecified length of time, the patient had not experienced pain relief, and it was noted that the display incremented as though fluid was delivered; however, no fluid was delivered. There were no reported adverse patient effects. No medical interventions were required. The pump was removed from clinical service and sent to the biomedical department. During testing at the user facility, the display incremented as though fluid were being delivered; however, the motor shaft did not rotate and no fluid was delivered. Though requested no additional information was provided.